Manufacturer narrative:
The cusa excel 36khz cem nosecone (c6636) was returned for evaluation: device history record (DHR) - the DHR was reviewed, and no anomalies were reported that could be related to the reported condition. Failure analysis - the investigation confirmed that the device failed the closed switch conductivity test, and high dc voltage circuit insulation property test. Destructive testing completed found no evidence of leak path or ingress. As a result, the device will be scrapped. Root cause - the root cause is confirmed as failure of the closed switch conductivity test and high dc voltage circuit insulation property test. The risk remains acceptable per the risk analysis. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa excel 36khz cem nosecone (c6636) generated power even though the hand switch was not pressed, and it occurred continuously during surgery. Another nosecone was used and it worked properly. No injury was reported, but a possibility of burn injury was reported. There was no delay in surgery.